Event description:
It was reported that when using the bd pyxis¿ es server, testing was performed, but loading medications into the pyxis es med station was unsuccessful. This led to testing delays and blocked dispensing validation. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, april 02, 2012, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to update item in the station. A technical support specialist dialed into the server and found that the two items were not listed in the facility formulary. Confirmed that the customer added the items to the facility formulary, and they subsequently appeared on the station and were available to be loaded. The system functioned as intended after the issue was resolved.